Event description:
The customer reported that during a laparoscopic sigmoidectomy, the silicone insulation on the tip of the device broke. The device was used a indicated, but the silicone slid and the tip was torn. Another device was used to continue the procedure. The operating time not extended and nothing fell into the patient's cavity.

Manufacturer narrative:
(B)(4). Date of initial report : 01/05/2015. Date of follow-up report : 02/10/2015. One used lf5544 were received for evaluation and visual inspection found the clear insulation was damaged. The customer reported that the insulation silicone on the tip of the device broke. The reported condition was confirmed and the sample failed hipot testing. The investigation identified the root cause of the reported event to be user error. The IFU states to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation. Manufacturing non-conformance review could not be completed since the lot number is unknown.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.